Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the camera cable due to the unexpected stress being applied to the camera cable by the user's handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device flickered. There was no report of patient injury associated with the event.